Manufacturer narrative:
Section d10: concomitant products three peg patella 35mm (cat# 200-02-35 / seral (B)(6). Femoral component cr, porous size 3.5, l (cat# 02-010-04-0235 / serial (B)(6). Fit tibial tray cemented size 3.5f/2.5t (cat# 02-012-45-3525 / serial (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately seven years post initial left tka, the 68 y/o female patient was revised due to osteolysis and polyethylene wear. All the implants were removed and revised in to competitor¿s products. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays attached. The devices are not available for evaluation due to they were disposed at the hospital.

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear and osteolysis. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and osteolysis could not be determined as the devices were not returned for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d8 g1 h6 the following sections were corrected: b2 h6 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, osteolysis, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.